Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator (sn #: (B)(4)) identified a deformed balseal spring in the connector port which affected the insertion of a lead or extension. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the extensions could not be fully inserted into the anterior channel of the ins. Both extensions would only insert half-way and stop, but they were both inserted with ease in the posterior port. A new ins was implanted instead and the issue was resolved. Impedances were reportedly within normal limits before and after the procedure. No further complications are anticipated.